Manufacturer narrative:
Report sent to FDA on 07/10/2007.

Event description:
Procedure: laparoscopic assisted vaginal hysterectomy. According to the reporter, the patient underwent a laparoscopic assisted vaginal hysterectomy in 1996. The patient did not experience any problems with the surgery and the sutures until 2006. The patient started suffering bleeding with intercourse in 2006. Four days later, the surgeon performed a procedure to remove the remnants of the non-dissolved sutures.